Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's vessels were severely calcified with moderate tortuosity. It was reported that when the physician attempted to advance the delivery system on the left side, the delivery system kinked due to the severe calcification. The delivery system was removed. It was reported that the physician attempted to advance another bifurcated stent graft on the right side. The delivery system also kinked due to severe calcification. (MFR report # 2953200-2004-01261). The physician elected to abort the procedure. It was reported after the case was completed the pt was brought back with bleeding in the right groin and the physician repaired and the right groin. The pt may be brought back for open surgical repair at a later date. No sequelae were reported and the pt is reported to be fine.